Manufacturer narrative:
(B)(4). Follow-up information ((B)(4) 2013): follow- was received from the physician. The patient was hospitalized for the peritonitis. The patient received treatment for fourteen days with vancomycin and fortum (intraperitoneal; the doses and frequencies were not reported). For the next four days, the patient received clamoxyl(amoxicillin) (by mouth; the dose and frequency were not reported). On the twenty-second day of hospitalization, until an unreported date, the patient received treatment with tienam (imipeneme, cilastatine) and vancomycin (IV; the doses and frequencies were not reported). Twenty-eight days later, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated for 15 days with vancomycin and fortum (doses, routes, and frequencies not reported). The outcome of peritonitis was not resolved. No further information is available.